Event description:
Reportable based on device analysis completed on 31aug2022. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 24 x 2.75 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using alternate method or device. No patient complications were reported. However, returned device analysis revealed a stent detached/separated.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: promus elite ous mr 24 x 2.75mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.